Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level was 50 mg/dl. Customer was lost consciousness and was in emergency room. The customer was treated with insulin drip. Customer did not alleging insulin pump for over delivered. Customer performed self-test on insulin pump and all good. The insulin pump will not be returned for analysis.